Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient passed away within 30 days of implant. The physician stated the cardiomems device did not contribute to the death and the cause of death was the result of advanced heart failure.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The cause of the reported event was due to advanced heart failure and not the cardiomems device.